Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was under-expanded re quiring two balloon aortic valvuloplasties (bav). One of the valve leaflets was not coapting and central regurgitation was noted. Subsequently, a second valve was implanted successfully. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The procedural cines submitted with this complaint show the valve was not expanding at implant, but then show the balloon aortic valvuloplasty (bav) fully expanding the valve. It is unknown if the patient¿s anatomy played a role in the valve not expanding fully. Without additional information or a returned valve we are unable to conclusively determine the cause for the reported event. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.